Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that the cgm values were 80 points higher than the bg values. On (B)(6) 2019, he had administered 20 units of novolog, eaten lunch, and went for a walk. He stated that he did not know where he was when he passed out, fell, broke his nose and woke in an ambulance. His bg per emergency medical services (ems) was 44 mg/dl. He stated that he had not received any low or urgent low alerts prior to passing out. He was admitted to the emergency department overnight and was treated with dextrose, then when his bg rose, he was treated with insulin. He sustained a broken nose and laceration at the bridge of his nose that was sutured. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.